Manufacturer narrative:
Additional information: during investigation for unrelated complaints, there were 15 additional failures found.

Manufacturer narrative:
Of the 32 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to a dim and discolored display and evidence of moisture ingress.

Event description:
This report summarizes 32 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-59 years of age and between 41 and 211 pounds. Of the reported patients, 11 were male, 20 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of dim/fading/colorspctrm w/moist failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of dim/fading/color spectrum with moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #2: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 4 instances of dim/fading/colorspctrm w/moist failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.